Event description:
It was reported that during surgery of a 3-level reflex hybrid cervical plate the inner shaft of 2 screw extractor drivers fractured as well as the draw rod of another screw extractor. A delay of 30 to 60 minutes was reported in this case, but the surgery was completed successfully.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer event of an reflex hybrid revision driver draw rod screw extractor tip fracture was confirmed via visual inspection of the returned device. The visual examination revealed a fracture surface consistent with a torsional overload fracture, as in previous complaints. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft ". It also states that "the screw extractor must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft." There was a field bulletin issued in 2009 addressing the same type of issue from this complaint. Conclusion: the root cause of the tip fracture is believed to be user error.

Event description:
It was reported that during surgery of a 3-level reflex hybrid cervical plate the inner shaft of 2 screw extractor drivers fractured as well as the draw rod of another screw extractor. A delay of 30 to 60 minutes was reported in this case, but the surgery was completed successfully.